Manufacturer narrative:
Additional information: age, date of birth; gender; evaluation codes; narrative text. Corrected information: other relevant history. (B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The commander delivery system and esheath were returned to edwards lifesciences for evaluation. Visual inspection of the delivery system revealed a radial and longitudinal tear on the inflation balloon. The guidewire shaft was completely removed from the delivery system; however, the guidewire could not be removed from the guidewire shaft. The guidewire shaft, distal portion of the inflation balloon and nose tip were inserted through a non-edwards sheath and the distal inflation balloon was partially inverted over the distal nose tip. Visual inspection of the esheath revealed ¿chattering marks¿ on the sheath liner approximately 1.5 inches from the distal tip. The sheath was fully expanded as designed. Two kinks were observed on the sheath shaft 0.75 and 1.5 inches from the distal tip and the distal tip was damaged. Delamination of the liner was also observed and the c marker was intact. No functional testing could be performed due to the condition of the returned devices. Dimensional analysis of the inflation balloon single wall thickness was performed. All measurements met specifications. Imagery review of the valve deployment was reviewed. Imagery showed no sign of the balloon burst or any other issues. Some calcification was present, but the degree of calcification could not be determined based on the imagery. During the balloon manufacturing process, the balloon undergoes 100% dimensional inspection. The balloon is also visually and dimensionally inspected for defects. During the pleating and folding process, the inflation balloon undergoes 100% visual inspections. The commander delivery system is also leak tested. Following the leak testing, the balloon cover and inflation balloon are inspected for any damage. Balloon burst pressure testing is also performed on sample devices during product verification testing. These inspections during the manufacturing process and the product verification process support that it is unlikely that a manufacturing nonconformance contributed to the reported event transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. The complaints of the balloon burst, withdraw difficulty and nose tip separation were confirmed based on the visual inspection and the condition of the returned device. No manufacturing non-conformances were identified during the investigation. In this case, the exact cause of the balloon burst cannot be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (severe aortic stenosis, valvular calcification) likely contributed to the balloon burst and subsequent withdrawal difficulties and nose tip separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Prior to the tavr procedure, CT could not be performed. Tee was performed prior to the case. During the procedure 26mm sapien 3 valve was deployed ¿nicely¿ with no pvl observed. No post dilation was required. Post valve deployment, the operator felt a ¿pop¿ on the delivery system catheter. Resistance was then encountered as the delivery system was being withdrawn and blood was observed coming back into the inflation device. The delivery system and sheath were removed together as a unit. Upon withdrawal, the balloon was noted to be completely ¿frayed.¿ a piece of the balloon was also noted to still be in the vessel. A vascular surgeon was called and successfully removed the piece of balloon from the vessel. The procedure was completed. At the time of this report, the patient was in stable condition. The native annular valve measured 435mm2 by tee. The degree of valvular calcification and aortic root calcification could not be confirmed prior to the procedure.